Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up with the device clinic that the implantable pulse generator (ipg) has been checked, and is functioning normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have issues with their device. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.